Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced a worn photometer lamp and a worn mix bar to resolve the issue. Beckman coulter internal identifier is (B)(4). As the results considered "correct" were not provided and the initial and auto-repeats were erratic. There is insufficient evidence to determine the magnitude of error. Patient demographic information was not provided. (B)(6).

Event description:
The customer reported flagged glutamic oxaloacetic transaminase (got) and blood urea nitrogen (bun) patient results were generated on the au5800 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment in association with this event. Quality control (qc) results were within laboratory¿s established range prior to the event. Note: got is also known as aspartate aminotransferase (ast).